Manufacturer narrative:
The accessory was returned and evaluated. Engineering observed that the cannula was visibly deformed at the distal tip. Engineering also observed a small ledge on the inner diameter of the cannula at the bowl/tube interface. It was determined that the tip deformation and ledge have the potential to cause instrument scraping in certain loading conditions. Site had previously returned a scraped instrument, see MFR. Report #2955842-2007-00250.

Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: MFR. Report# 2955842-2007-00289, MFR. Report# 2955842-2007-00291.